Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to put the pump into storage mode before returning it to tandem and acknowledged the instructions. Technical support confirmed a pump replacement and instructed the customer to program their settings and connect their cgm to the new pump. Additionally, the customer was reminded to return the problematic pump within 10 days to avoid charges, and a return box with a pre-paid label was provided.